Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient; product ID 3550-29, lot# n143659, implanted: (B)(6) 2008, product type: accessory; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 3986a, lot# n111038, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The ins has not been working and it has been turned off ¿for a while¿. The patient has not been scheduled for explant. It was noted that the patient was scheduled for lithotripsy for kidney stones. The ins was only 12.5cm from where the lithotripsy would be done so that was on hold until the doctor talks with the patient. Additional information has been requested.